Event description:
The patient is reported to be experiencing trochanteric pain. The following measurements have been recorded at 17 months since index surgery: cobalt - 1.2; chromium - 0.3. Further follow up is planned for this patient.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii modular femoral stem. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with (B)(4).

Event description:
The patient is reported to be experiencing trochanteric pain. The following measurements have been recorded at 17 months since index surgery: cobalt - 1.2; chromium - 0.3. Further follow up is planned for this patient.

Manufacturer narrative:
An event regarding pain involving an unknown abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records could not be performed as the reported device was not properly identified. A search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
The patient is reported to be experiencing trochanteric pain. The following measurements have been recorded at 17 months since index surgery: cobalt - 1.2; chromium - 0.3. Further follow up is planned for this patient.